Event description:
An optometrist reports a hyperopic pt with a poor clinical outcome following bilateral lasik surgery on the right eye. This report is for the left eye, the right eye is being submitted under MFR's report number 3003288808-2008-00010. At 6 months post-op, this pt exhibited a 1 line decrease in the left eye and ucva went from 20/50 pre-op to 20/40 post-op. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/08/08.